Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and ruby coils. The physician placed two ruby coils in the target location using the lantern. After placing the embolization coils, the lantern had fractured. The physician was able to successfully remove the fractured lantern. It was also reported that a second lantern fractured during the procedure and the lantern was removed. The procedure was completed using a new lantern and additional ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the second returned lantern delivery microcatheter (lantern) confirmed a fracture on its mid shaft. Damage such as a kink and a subsequent fracture typically occur if the lantern is manipulated at an angle during use. Based on the reported event, the root cause of this damage could not be determined. Further evaluation of the lantern revealed kinks and ovalizations on the catheter. This damage was incidental to the complaint and may have occurred during packaging for return. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.